Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.50mm x 20mm maverick balloon catheter was advanced for dilatation. Inflation was performed twice at 12 atmospheres for 22 to 23 seconds. However, during the second inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications nor injuries were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.50mm x 20mm maverick balloon catheter was advanced for dilatation. Inflation was performed twice at 12 atmospheres for 22 to 23 seconds. However, during the second inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications nor injuries were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. There was a pinhole 8mm distal from the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities.